Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90336.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90337.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 460mg/dl. The father stated that the customer had the flu. It was stated that the customer's blood glucose was treated with the insulin pump during the call. Initially, the father mentioned having air bubbles in the tubing. Assisted the caller with priming the air bubbles out of the tubing. No further information was provided.